Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 1,000 mg/dl, sepsis, kidney infection, and a small valve blockage. Reportedly, customer was taking a medication for an unrelated issue which possibly contributed to the event. Additionally, customer was experiencing additional unrelated health issues; however, customer did not provide additional information regarding the effect of these health issues on the event, or if the sepsis, kidney infection, and small valve blockage were related to diabetes, the pump, or supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.